Event description:
It was reported that the patient had a pocket revision due to pain and discomfort. The pocket was moved to more medial area. It was noted that the leads were looped under the device in the more medial pocket and the device was sutured down in the new pocket. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found. Concomitant medical products: 4087 implantable pacing lead - (B)(6) 2003. 4518 implantable pacing lead - (B)(6) 2003. Blv-bis-10 implantable adaptor - (B)(6) 2010. (B)(4).